Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, date of birth, weight, ethnicity and race was not provided for reporting. This report is for listerine ultraclean access flosser refill. UDI: (B)(4), upc = (B)(4), lot# is not available. Product was returned for investigation. Upon visual evaluation, it was noted that returned flosser heads were received open/used. Returned field sample was classified as biological waste and are not inspected or tested. Therefore, further investigation was not performed by manufacturing site. Device evaluation/investigation could not be completed. Device history records review could not be completed without lot number this is one of two medwatches being submitted as two devices were involved with this consumer. See medwatch 8041101-2019-00046. The same consumer is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with listerine ultraclean access flosser refill. The consumer reported during flossing, the flosser head detached from the handle in his mouth. He also reported some of the floss broke from the edge of the flosser head and the floss was too loose to use. There was no serious injury associated with this event. This is one of two medwatches being submitted as two devices were involved with this consumer. See medwatch 8041101-2019-00046. The same consumer is represented in each medwatch.